Event description:
The dcd32 was used during a laparoscopic cholecystectomy. The surgeon was performing the initial dissection around the cystic duct and artery by peeling away the tissue. He encountered a small bleeder which required cautery to stop the bleeding. He attached the monopolar cord to the cautery post on the dcd32 and stepped on the pedal. The instrument did not respond and after changing monopolar cords the same procedure was followed and the device still would not work. Dcd32 was opened to complete the case. There was no consequence to the patient.

Manufacturer narrative:
H6; cde 100: unit met specifications. Facility experienced an event with endopath* curved dissector on 4/21/97 while performing a lap cholecystectomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 972560. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Analysis conclusion: based upon the inquiry info recieve, the visual examination, and the functional tests, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was tested and was able to cauterize in both cut and coag settings. It was concluded that the instrument was conforming to design specifications. The experience the customer reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.